Event description:
Initial reporter indicated the patient was scheduled for revision surgery. The patient had chest wall pain that was constant. The pain was being attributed to the position of the lead and generator. They had surgery to reposition the generator and leads. It is not known if the pain resolved after surgery.

Manufacturer narrative:
A serious injury did occur, but did not cause or contribute to a patient death.

Event description:
Additional information was received that the patient's pain resolved post surgical repositioning of the device.